Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy surgical procedure, one ¿leg¿ broke off from the fenestrated bipolar forceps and fell into the patient. The fragment was retrieved in the same procedure. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 10-jun-2021 and obtained the following additional information: the procedure was completed with another instrument. The reporter did not know if the operation was prolonged due to the issue. A small piece of the instrument fell into the patient and was retrieved during the same surgery with another instrument. When the fragment fell into the patient, the surgical task being performed was a "pancreatic head removal". The surgeon did not report any issues with the functionality of the instrument during the surgical procedure. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No photographic images or video were available for isi review. The patient was male. Age, weight and patient history/pre-existing medical conditions could not be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.195¿ x 0.564¿ was found to be broken off at the yaw pulley. The broken piece was returned. The root cause is typically attributed to mishandling, such as excess force applied to the instrument jaws.